Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 23mm valve was explanted from a patient after an implant duration of 3 years and 5 months due to pannus leading to severe stenosis with immobile leaflet and mild regurgitation. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device code 3191- host tissue, pannus. Device evaluation: customer report of pannus, stenosis, and immobile leaflet were confirmed through observed host tissue overgrowth. Report of mild regurgitation was confirmed through observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireworm intact and moderate calcification on leaflet 1 and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 4mm at commissure 2 on outflow aspect. The free margin of leaflet 1 near commissure 2 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue restricted leaflet mobility and led to stenosis. Wireworm was exposed on all three commissures. Sewing ring was cut at commissure 1 and suture holes were visible around the sewing ring.